Event description:
A distributor notified zoll that a (B)(6) year old female patient passed away on (B)(6) 2015. The patient was in the car with her fiance at the time and was taken to the hospital. The lifevest delivered two treatments at 16:01:50 and 16:02:16. The rhythm at the time of the treatments was asystole. Asystole is considered a non-treatable rhythm. Oversensing of small cardiac signal and motion artifact contributed to the false detections. The response buttons were pressed before the first treatment but not immediately prior to the pulse delivery. The patient subsequently passed away.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) was completed. The monitor was found to be fully functional. Belt sn (B)(4) has not yet been returned to zoll for evaluation. Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. There is no indication that the treatments during asystole caused or contributed to the patient death. No ventricular arrhythmias were detected by the lifevest.